Event description:
It was reported during a laparoscopic appendectomy procedure, the doctor tried firing two white reloads and the stapler misfired with both. A second stapler was pulled and that misfired with the first load, but worked with a second reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Lockout tab, wedge sleds. Additional information requested and received: what is meant by misfired? Stapler wouldn¿t fire. Did the device deliver any staples? No. Did the device cut? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st firing. Then a new reload was tried and the stapler fired. What color cartridge was being used? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Not sure. Were any of the forces higher or lower than expected (closing, firing, or opening)? No the analysis showed that the ats45 device was received in good visual condition and with two tr45w cartridge reloads present. Cartridge (b) tr45w, l53g91 was received partially fired 1/4 and with the lockout damaged. Cartridge (c) tr45w, l53g91 was received partially fired 1/8 and with the lockout damaged. The damage to the reload (b, c) lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.